Event description:
The technician reported the head end brake casters are not holding in brake mode. The bed is located in 5 (B)(6) operating room at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the head end brake casters were not holding due to cracked brake caster stems. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.